Manufacturer narrative:
The investigation for the low pump flow has been completed. The impella device nor the data logs were returned for evaluation. Therefore, without sufficient clinical details, the root cause of the low pump flow could not be determined.

Event description:
The complainant reported the patient had an impella cp implant, and, after the implant, the pump was placed at p7, resulting in immediate suction. Suction only broken when device placed at p1. Suction was also noted at p2. The device was then appropriately positioned under fluoroscopy. The device was manipulated with no success for approximately 25 minutes with suction alarms continuing at p2. It was then decided to explant cp and retain the intra-aortic balloon pump. The patient survived the event.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.